Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield embolization device that failed to open at the distal end and deployed in the phenom 27 microcatheter hub. The patient was undergoing a procedure for flow diversion treatment of an unruptured amorphous aneurysm located in the ophthalmic to clinoid segment. Vessel tortuosity was noted to be moderate. It was reported that the pipeline device and all accessory devices were prepared as indicated in the instructions for use (IFU). When less than 50% of the pipeline had been deployed it was noted that the distal end failed to open. It was noted that the pipeline was not positioned in a bend. The pipeline was resheathed 2 or let times. No other steps or devices were used to open the pipeline; it was resheathed and removed with the microcatheter. The device deployed inside the catheter hub. The pipeline was replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event. No medical or surgical intervention was needed to prevent permanent impairment. Angiographic results post-procedure showed no complications. Ancillary devices: navien 058 catheter, phenom 27 microcatheter, avigo guidewire.

Event description:
Additional information received reported there was no resistance in the catheter hub during retrieval of the pipeline. Only at the time of release was there any handling of the pushwire. The phenom 27 catheter went along, as the pipeline was stuck in its hub.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.